Manufacturer narrative:
The event was observed during analysis. Final analysis found on the connector piece, one lead-to-can external insulation abrasion breaching optim insulation only was noted between the bifurcation boot and the cut end of this piece.

Event description:
This report is to advise of an event observed during analysis.